Event description:
It was reported the subject device encountered an incomplete seal cycle error continuously. The reported malfunction occurred during a therapeutic lower anterior resection. The procedure was completed using the same set of equipment. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirm. In addition, the following reportable malfunctions were identified during the device evaluation: overmold deformation was identified. A root cause could not be identified. Based on the results of the investigation, the device jaw may not have been completely closed when sealing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.